Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid and stomachache. The cause of the peritonitis was unknown. The patient was hospitalized for other indications and developed peritonitis while hospitalized. The patient was treated with unspecified antibiotics. The patient was discharged from the hospital on an unreported date, the month prior to receipt of this report and was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.